Event description:
During a rectal surgery, the staples did not form properly. The surgeon applied suture to correct this situation without patient injury.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.